Event description:
The complainant reported that an impella 5.5 was attempted to be implanted for mechanical circulatory support. Under fluoroscopic guidance, a wire exchange was performed, and the impella 5.5 catheter was advanced through the introducer but encountered resistance while passing through the anastomosis. Manual manipulation allowed advancement across the aortic valve; however, transesophageal echocardiography demonstrated suboptimal positioning, with the inflow located within the mitral chordae. Multiple repositioning attempts were made, but the inflow remained trapped. The procedure was aborted, and the decision was made to replace the device with a new impella 5.5.

Manufacturer narrative:
Investigation summary: no product was returned. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had difficult anatomy preventing successful delivery of impella. Product damage (catheter kink): the cause of product damage was most likely use issue related since excessive force was used per clinical. Device history lot: device lot: 1813984. Device history batch: subcomponent lot: n/a. Device history review: device (sn: (B)(6)) passed all post sterile inspection checks.